Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: OEM determined, based on claims data was reviewed and showed that to date has received no reports related to this case that are related with this lot number and product code. The batch manufacturing record was checked and it was shown that this product had a normal process and the results obtained during the process, met the requirements of the OEM. Although two samples are not considered sufficient to obtain meaningful data, OEM proceeded to perform the test of resistance to the voltage at node and it is evident that data obtained from the received samples meet the requirements of the OEM. Final conclusion: this complaint is not justified.

Event description:
Country of complaint: (B)(6). Complaint states: the suture broke during surgery.